Event description:
It was reported that pump displayed malfunction alarm during cartridge change while piston was retracting. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset.